Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recent driveline splice on (B)(6) 2026. There were no new alarms. The repair site was intact. The routine log files were submitted to monitor for return of the fault alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.